Manufacturer narrative:
The initial MDR 2432235-2020-00484 was filed on 22-dec-2020. Additional information (15-jan-2021): the customer contacted the customer care center (ccc) to report the issue. The customer's instrument data shows that prior to obtaining the discrepant calcium test results the customer used calcium reagent lot: 290995 successfully with no recovery issues indicating the issue is not related to calcium reagent lot: 290995. A review of the calcium quality control (qc) results shows erratic recovery, and in some instances, out of range recovery. A review of the calcium calibration data shows significant variability in calibration coefficients (slope and intercept) across calibrations using chemistry calibrator lot: 534179 and calcium reagent lot: 290995 and 291044. The calibration data also shows excessive lot/pack calibrations being performed which contributes to the variability in calcium recovery with both qc and patient results. Siemens recommended that the customer follow the calibration frequency guidelines outlined in the atellica calcium instructions for use (IFU). Ccc instructed the customer to remove all old calibrator material being stored onboard the atellica sample handler and reconstitute fresh calibrator material. The customer recalibrated the calcium test and ran a patient precision study. The precision results were acceptable and showed no evidence of imprecision. No additional troubleshooting was performed and no customer service engineer (cse) was dispatched. The customer continued to run samples on the analyzer and has had no other incidents related to this issue post recalibration with fresh calibrator material. The action taken by the customer resolved the issue. The instrument is performing within specifications. No further evaluation of the instrument is needed. Section h6 adverse event problem codes were updated.

Manufacturer narrative:
The customer contacted siemens to report that three falsely elevated calcium (ca_2) test results were obtained from an atellica ch 930 analyzer. The customer reportedly replaced the calcium reagent, prepared a fresh calibrator and recalibrated the test, resolving the issue. Siemens is investigating.

Event description:
Three falsely elevated calcium (ca_2) test results were obtained from an atellica ch 930 analyzer. The initial results were reported to the physician(s). The same patient samples were repeated on the same atellica ch 930 analyzer and lower test results were obtained. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_2 test results.